Event description:
Drive is believed to be the initial importer of the device which is a walker. End-user has been unable to supply model number, photos, date of event or personal information for this report. We are filing in an overabundance of caution. The end user was using the walker when the frame broke. This caused her to fall onto the broken part of the frame and puncture her forehead. She was taken to the ER where she received stitches. End-user is deaf.